Event description:
A report was rec'd from the affiliate indicating a healthcare worker experienced hydrogen peroxide (h2o2) burns while removing a load from a completed sterilization cycle. The (h2o2) contact was on the worker's index finger and left thumb. When the worker removed the load, the worker noticed the loads were wet; however, she handled the load anyway causing the burns. The worker experienced skin discoloration on the left thumb and index finger along with a feeling of soreness. Medical attention was not sought. The symptoms cleared within three days. The worker was not wearing personal protective equipment. A field service engineer was sent to the facility to evaluate the unit.

Manufacturer narrative:
(B)(4) - feeling of soreness. At the time of this incident the sterrad sterilization cycle had completed. The vaporizer plate was in place. Installation and maintenance details for the vaporizer plate are unk. Hydrogen peroxide was observed after the cycle completed. The temperature of the room where the sterrad is located is 15-40 degrees celsius. The load include (1) plastic trocar and (2) bipolar cords. Per the sterrad 100s user's guide: warning! Hydrogen peroxide is corrosive: concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Warning! Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a canceled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use. Warning! Hydrogen peroxide may be present: wear chemical resistant latex, pvc (vinyl), or nitrile gloves whenever handling, a used cassette, an ejected cassette, a load after a cycle cancellation, or if any moisture is noted on a load following a completed cycle. Hydrogen peroxide liquid may be present on the load or in the chamber. Cleaning, rinsing, and drying: cleaning and sterilization are two separate processes. Proper cleaning of instruments and devices is a critical and necessary step prior to sterilization. All items including trays must be thoroughly cleaned, rinsed, and dried before loading into the sterilizer. Carefully inspect all instruments and devices for cleanliness and dryness prior to packaging. If visible soil is present, the item must be re-cleaned and dried prior to sterilization. If moisture is present, dry the item thoroughly prior to sterilization.